Event description:
It was reported that the pump's insulin gauge intermittently displayed an inaccurate fill estimate, despite loading multiple cartridges. Additionally, multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose level of 160 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.